Event description:
It was reported that the wireless remote monitor "did not start" when the button was pressed. When the patient disconnected and reconnected the power cord, the wireless remote monitor started. The patient has had completed prior transmissions. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event. The device passed functional testing, no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.